Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The mvs computer was replaced and the dvi cable was upgraded. The system passed a system checkout and was returned to an operational condition. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d11: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000823, lot/serial #: (B)(6). H3) the mobile view station (mvs) server was returned to the manufacture for analysis. After functional testing, performance testing, visual/physical examination, and usability inspection the reported issue was not confirmed. The mvs server passed bench test. The operating system and application 4.1.0 loaded successful. Bios (date and time) were good. Patient data was removed. It was installed into a known functional system. The system initialized. Motion, generator, communication and charging readied. 2d and 3d images were successful. No failure was found. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the computer of the viewing station was replaced. However, functionality was not restored as the computer would not boot. It was suspected that the cmos battery was causing the subsequent issue. Concomitant medical products: other relevant device(s) are: product ID: b i71000823, serial/lot #: unk. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the viewing station of the imaging system could not boot past the windows logo. It was reported that, when powering on the viewing station, the unit ran through the bios screen and would not progress past the windows logo. It was reported that multiple reboots were attempted with the imaging system prompting the user to press enter and rebooted at the bios screen. Additional reboots restored functionality as the viewing station of the imaging system progressed past the windows logo and the imaging system could be used. There was no patient present when this issue was identified.